Manufacturer narrative:
Film evaluation summary: the reported events could not be confirmed from the limited films provided. The reported suprarenal stent entanglement appeared to have likely occurred, and infolding could not be confirmed (or ruled out) from the single coronal view provided. Analysis of the returned films did not reveal any stent graft anomalies or anatomical characteristics that could explain the likely entanglement. Additional images at implant including cines during suprarenal stent deployment and removal of the delivery system were not returned, and post-implant CT¿s were also not available. It is likely that suprarenal stent entanglement would have resulted in the reported infolding which then led to a proximal type ia endoleak. The cause of the reported aortic cuff partially covering the right renal artery also could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported that during the index procedure, the final angiogram showed a type ia endoleak was present. It was suspected as per the physician that three of the suprarenal stents appeared to be stuck together causing the graft to in fold causing a type 1 leak. An endurant aortic cuff etcf3636c49e was then implanted as treatment for the endoleak. This cuff appeared to partially cover the right renal artery. It was reported then the physician easily cannulated the right renal artery and placed a 6x18mm non mdt stent. The type ia endoleak had resolved and good flow was achieved in the right renal artery. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.